Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose the day of the call. The customer stated that blood glucose level was 311 or 314 mg/dl at breakfast and 407 mg/dl before lunch. The customer treated with the insulin pump and manual injection. The customer mentioned that she changes the set every 4 days. Troubleshooting was performed. No issues with air bubbles or leaks where found. The customer stated the settings were recently lowered. The insulin pump passed the high pressure test, the cannula was found bent. It was advised to change the infusion set and refer to the doctor to verify the settings. Blood glucose at the timer of the call is unknown. The insulin pump will not be returned for analysis.